Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery re-vascularization (tcar) procedure, after the enroute arterial sheath was placed, the enroute 0.014" interventional guidewire was buckling upon multiple attempts to cross the lesion and was believed to be in a dissection plane. Angiogram confirmed the dissection with extravasation that was caused by the arterial sheath. The procedure was converted to carotid endarterectomy (cea). No health consequences or impact were reported.